Manufacturer narrative:
Date of birth: 1956, exact date is unknown. Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. A review of the manufacturing documentation for the ipg db-1200 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs registry clinical study, was admitted with a generalized tremor that was moderate in severity. The patients medication was adjusted and the device was reprogrammed. The device was reviewed and it was found that the battery was completely uncharged and the stimulation was off. The physician assessed the event as resolved and the patient was discharged four days later. The event was assessed as being possibly related to device stimulation, but unlikely related to the procedure and hardware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. Model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs registry clinical study, was admitted with a generalized tremor that was moderate in severity. The patients medication was adjusted and the device was reprogrammed. The device was reviewed and it was found that the battery was completely uncharged and the stimulation was off. The physician assessed the event as resolved and the patient was discharged four days later. The event was assessed as being possibly related to device stimulation, but unlikely related to the procedure and hardware.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs registry clinical study, was admitted with a generalized tremor that was moderate in severity. The patients medication was adjusted and the device was reprogrammed. The device was reviewed and it was found that the battery was completely uncharged and the stimulation was off. The physician assessed the event as resolved and the patient was discharged four days later. The event was assessed as being possibly related to device stimulation, but unlikely related to the procedure and hardware.

Manufacturer narrative:
Additional information was received that the stimulation was off at the onset of the event because the patient had switched the device off by mistake. The physician also assessed that the event had a causal relationship to the device stimulation.